Manufacturer narrative:
Adc has identified a software defect for the freestyle librelink application with the android 13 os where the application may experience intermittent signal loss. As a result, the application user may not receive glucose results and/or glucose alarms and may not be alerted of low or high glucose conditions. Based on the investigation, this complaint is confirmed. This issue was addressed in the field by adc fa1010-2023. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarming issue was reported with the adc device in use with samsung android 13 galaxy a53. A customer reported that the sensor¿s alarm failed to trigger due to a signal loss issue. The customer experienced headaches, tiredness, and a loss of consciousness and was provided dextrose by a non-healthcare professional for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
An alarming issue was reported with the adc device. A customer reported that the sensor¿s alarm failed to trigger due to a signal loss issue. The customer experienced headaches, tiredness, and a loss of consciousness and was provided dextrose by a non-healthcare professional for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested for investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.